Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced blood glucose (bg) levels in the 290-330 mg/dl range. The customer alleged that the pump was not delivering insulin properly; however, declined to perform a system check with tandem technical support. Upon follow up, the customer indicated that after completing a supply change the issue was resolved.